Event description:
Additional information was received on (B)(6) 2012, when the physician's nurse reported that the patient's cause of death is unknown but was unrelated to vns. The patient's concurrent illnesses or diseases were noted to be post-traumatic epilepsy, fracture of subdural hematoma (1999), history of nonconvulsive status epilepticus. The patient had continued seizures with vns therapy. The patient was still receiving vns therapy at the last office visit; output=1ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=250usec. The patient was noted to have passed away on (B)(6) 2011. It was unknown if the vns was explanted after the patient's death. They did not have any recent laboratory reports or findings considered relevant to the cause of death. No death certificate was provided. It was unknown if the patient's death was witnessed. The patient was (B)(6) upon epilepsy onset. The patient did not have a history of febrile seizures. The patient had second generalized seizures and complex partial seizures. The patient has never undergone resective epilepsy surgery. At the time of death (by phone report on (B)(6) 2011), the patient was taking keppra, dilantin, phenobarbital, keonopinic, and tegrete and the patient was noted to be compliant with aeds. The patient's obituary was found online which stated that the patient's date of death was (B)(6) 2011. The patient's death was determined to be a possible sudep with the information received to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was "other and unspecified convulsions," respiratory failure (unspecified). A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Type of reportable event: initial report inadvertently listed the type of reportable event as a serious injury instead of a death.

Event description:
On (B)(6), 2012 it was reported that the vns patient passed away last year. No further information was provided at the time. Currently there is not enough information to rule out sudp as a possible cause of death, therefore the death is concluded possible sudep at this time. Good faith attempts for further information from the physician's nurse have been made but have been unsuccessful. A copy of the patient's death certificate cannot be obtained as the manufacturer does not meet the eligibility requirements of who is allowed to obtain a copy of a patient's death certificate in the state the patient passed away in.